Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis a few months ago. The customer woke up very ill that morning, and had been vomiting. No blood glucose reading was reported. The customer declined troubleshooting as he did not feel the insulin pump was the problem. Nothing further was reported.